Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The source of the leak is unknown due to the fse did not observed any leaks but there was evidence of moisture damaged the sensor distribution card. The fse replaced the sensor distribution card to resolve the errors. The fse cleaned the shear valves and replaced the green tubing on the upper sheath as preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the instrument was generating "rocker bed" errors and approximately 5 to 10 mls of clear fluid leaked from the coulter lh 750 hematology analyzer while performing patient samples. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. There was no death, injury, or affect to user or change to patient treatment attributed to this event.